Event description:
It was reported that the customer was experiencing high blood glucose levels. They have changed the infusion set, but the anomaly persisted. The customer's blood glucose was 466 mg/dl, which was treated with manual injection. The customer stated that they ate only a quarter of their breakfast, so their blood glucose should not be high. Troubleshooting was performed. The drive support cap was recessed. The date and the time were incorrectly programmed in the device. The infusion set was removed from the customer's body and the cannual was not bent. High pressure test was not performed because the customer did not have a tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).